Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The returned photo shows an activated company device. The plunger appears to be fully advanced outside of the nozzle tip and appears to be advanced over the lens. The lens is advanced into the mid nozzle. We are unable to determine the root cause for the reported complaint "iol got hooked in the injector, the injector plunger passed over the iol". The product was not returned for analysis. Only photo was returned. Plunger override was observed on the returned photo. Plunger override may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. There are one other complaint in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the iol got hooked into the injector. Additional information was provided stated that at the time of implantation, the injector plunger passed over the iol and there was a patient contact. No further information available.